Manufacturer narrative:
The subject device was not returned to us endoscopy. The lot number was unknown. The instructions for use contains the following information "if the channel is known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope." The brush head component was discovered when the user attempted to pass an instrument through the accessory channel of the endoscope and remained in the endoscope. The endoscope was removed from the procedure and the procedure was completed with another endoscope. There was no patient or user harm.

Event description:
The user facility reported during a procedure the brush head component of a double header cleaning brush was found to be in the endoscope from a prior cleaning. There was no report of patient or user harm.